Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The serial number of the device was not provided. (B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing binocular diplopia after the implantation of model zxr00 tecnis iol (intraocular lens) in his left eye (os). As a result, lens was explanted and replaced with +21.0 diopter zxr00 lens. Patient was doing very well when discharged. Through follow-up, it was learnt there was an incision enlargement and a suture required, but no vitrectomy. Visual acuity pre-op (pre-initial implant): 20/80-2; visual acuity post-op (post-initial implant): 20/40; visual acuity post-op (post-replacement): patient did not show up for his 1-week follow-up and has been rescheduled. There was no prescription given outside the normal post-operative treatment. Lens is not expected to return. No additional information provided.